Event description:
On (B)(6) 2025, the user site reported that during a selenia dimensions mammography system, 3d procedure, the c-arm of the device intermittently continued to rotate when used in a rotational angle position. The user site reported that there were no alarms or faults displayed by the device during the event. No user or patient injury was reported. A hologic field service engineer (fse) was dispatched to assess the device and discovered that the left side switch of the device was intermittently getting stuck. The fse replaced the side switch of the device. The fse then tested and confirmed that the repair corrected the reported problem. The fse verified that the system is now operating according to manufacturer specifications. No further information is currently available.